Manufacturer narrative:
Baxter will continue to investigate any reports it receives and review trending of these events.

Event description:
Customer informed baxter of noise with the pump and delivery deviation bigger than 6%. No pt injury has been reported at this time. Additional information has been requested.